Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report:1627487-2016-01730. It was reported during the patient's permanent trial implant procedure, the scs leads could not be advanced into the epidural space due to patient anatomy/scar tissue. The procedure was abandoned after multiple attempts.